Event description:
It was reported that the patient experienced a low blood glucose of 57 while using the ilet, suspected to be related to a possible compression-induced low, and the patient¿s caregivers treated with oral carbohydrates (two small milky way candies) with blood glucose returning to range. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication or glucose administration. Investigation included communication with the patient¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding any device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.